Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B)(6) 2010 to classify this case. The patient alleged that the product issue began in (B)(6) 2010 (date and time unspecified). It is not known when the patient had tested last and what readings she was obtaining from the alleged meter prior to when the issue started. The patient stated that she tests her blood glucose between 2-4 times a day and that she manages her diabetes with oral medication. Despite the alleged issue, the patient confirmed that the continued with her usual diabetes regiment. A couple of days after the alleged issue began, the patient claimed that she became "dizzy, light-headed, and had cold/hot sweats." The patient denied using any other meter to test her blood glucose. The patient stated that she did not receive any acute medical treatment since the alleged issue began. During the troubleshooting session, the alleged issue could not be resolved because the patient claimed disposed the subject meter when it stopped working. Replacement meter and supplies were sent to the patient. Based on the information provided, this complaint is being classified as MDR-reportable due to the following conclusion(s): the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A final report will be sent once investigation results are available.

Event description:
An adc customer reported receiving imprecise meter readings of 95mg/dl and 19mg/dl obtained within a ten minute timeframe. Note: the adc meter displays readings between 20mg/dl and 500mg/dl. A "lo" message indicates a reading <20mg/dl. It was not identified in the report whether the customer observed a "lo" message however, the readings of 19mg/dl and 95mg/dl were plotted on the parkes error grid and fell within the "c" zone showing the difference in values is considered clinically significant. There was no report of adverse event, death or mistreatment associated with this complaint.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.